Manufacturer narrative:
Citation: voss s et al. Impact of a two-filter cerebral embolic protection device on the complexity and risk of transcatheter aortic valve replacement. Thorac cardiovasc surg. 2019 may 15. Doi: 10.1055/s-0039-1688483. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an analysis of the potential impact of the use of cerebral embolic protection devices has on the complexities and risks for patients undergoing transcatheter aortic valve replacement. All data were collected from a single center between february 2016 and july 2017. The study population included 391 patients (predominantly female; mean age 79 years), 196 of which were implanted with medtronic corevalve or medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: permanent pacemaker implantation, second valve implantation, conversion to surgical aortic valve replacement, disabling/major bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.